Event description:
It was reported that a non-dehp continu-flo solution set tubing line "split at the port". The process step at which the issue occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. :(B)(6). Should additional relevant information become available, a supplemental report will be submitted.